Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). No product lot number information was provided. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.40 leakage of csf from the stopcock." The risk level is considered moderate. Based on complaint of "leaking drain connection." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - disconnection and leak at a drain connection.

Event description:
Nt821731c - disconnection and leak at a drain connection.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock. Effect (harm): over drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.